Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. RMA issued. Investigation findings are that as received, the lemo connector was very loose as reported; the position sensor unit (psu) had no power, only displaying black status. A medtronic rep replaced the camera at the site. System is fully functional.

Event description:
A medtronic rep reported the lemo port on the stealthstation tria navigation system camera is loose. Requested a replacement. There was no pt present.